Event description:
The patient's sound processor reportedly was unable to link with the device. External equipment was exchanged. However, the problem was not resolved. The patient was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was not longer functioning. Surgery to explant the patient's c1 device is to be scheduled.